Manufacturer narrative:
Six samples were received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. The probable cause of the solvent membrane is due to a solvent application error during manufacturing. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the person with diabetes (pwd) attempted an infusion site on thigh using a quicker insertion motion and still received a line-blocked alarm, and upon removal, the cannula was bent.